Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that an unspecified quantity [previously submitted as two (2)] of minicaps had too little iodine on the sponge. Correction made to d4: lot #: 25f11h15 (previously submitted as 25f22h15) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had too little iodine on the sponge. The sponges were dry. This was identified after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.